Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient. There was a delay in patient care workflow when they are trying to dispense the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.1 drawer was failed. A field service engineer replaced the retractor band to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.